Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: rupture: one opening observed on anterior side assessed as fold flaw opening. Additional observations: creases were observed. Red particles observed on the surface of the shell. Stress marks observed. Wear abrasion observed. Observed 40 mm dark patch edge material inside gel device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.